Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Products have not been returned for evaluation. X-rays or medical notes have not been provided. The investigation has been limited to the information provided. These devices are used for treatment. A DHR review or a review could not be performed as the lot numbers have not been provided. The root cause of the reported event can not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: united kingdom. D10: medical product: unknown oxford bearing; catalog no.: unknown; lot no.: unknown. Medical product: unknown oxford femoral; catalog no.: unknown; lot no.: unknown. Multiple MDR reports were filed for this event, please see associated reports (add this for a multiple item complaint): 3002806535-2023-00159, 3002806535-2023-00142. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision from an oxford pks to a total knee due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.